Manufacturer narrative:
Additional suspect medical devices components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 17539455/16289912/16289912.

Event description:
It was reported that the patient was experiencing intermittent stimulation. It was also reported that the patient had three contacts on the right lead that were showing high impedances. The patient underwent a revision procedure wherein the lead were replaced. The patient was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.